Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited possible undersensing during treated ventricular tachycardia episodes. In addition, the lead triggered a position check failure and all atrial tachycardia/atrial fibrillation (at/af) therapies were disabled. The lead remains in use. No patient complications have been reported as a result of this event.